Event description:
Customer reports initial attempt to place feeding tube with assistance of cortrak enteral access device, advancing tube minimally past oropharynx as, in each of 3-4 tries, the cortrak placement tracing was ended and restarted due to no utilizable info being displayed on cortrak monitor. Upon 3rd or 4th attempt, cortrak assistance was abandoned and placement continued utilizing the hospital standard blind placement technique. Pt was tolerating procedure and an x-ray was ordered to check tube tip location after the tube was determined to be in stomach or small bowel based on physical assessment. While waiting to get x-ray, the intubated, ventilated pt developed oxygen desaturation; so, the clinician removed the feeding tube. Subsequent x-ray showed a pneumothorax which responded to chest tube placement. Pt's overall condition was maintained at it's pre-procedure already critical status.